Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that during cataract surgery with intraocular lens implantation on the left eye, the patient developed toxic anterior segment syndrome (tass) following the use of the phacoemulsification handpiece and the irrigation/aspiration handpiece. Postoperatively, the patient exhibited hand-motion vision, heavy fibrin in the anterior chamber, and a 3+ aqueous cell reaction without hypopyon. The patient was treated with a subconjunctival injection in addition to topical and oral steroids. The patient had rheumatoid arthritis. The procedure involved a temporal clear-corneal incision with intracameral anesthetic; anesthetic gel was used, and two side-port incisions were created. Antibiotics used for the treatment. The surgeon expressed concern that the phacoemulsification or irrigation/aspiration handpiece may have contributed to the event. At the postoperative visit, the patient¿s vision improved to 20/40. No cultures were submitted. There was no surgical complication and wound integrity was intact. The patient was improving. This report pertains to the phacoemulsification tip involved for this complaint. Additional information was requested and non-received till date.

Manufacturer narrative:
Additional information provided in a.2, h.6. And h.11. No product has been returned to the investigation site for evaluation; therefore, the condition of the product could not be verified. Clinical information review: this facility reported experiencing a case of post-operative toxic anterior segment syndrome (tass). Additional related information was requested but none has been provided to date. The most common causes of tass are identified as follows in order of prevalence: inadequate flushing of phaco, irrigation/aspiration handpieces and cannulated equipment, use of enzymatic cleaners and detergents, use of reusable cannulas, inadequate cleaning of instruments, use of preserved epinephrine, reuse of single-use devices, use of tap water with no sterile water final rinse, inadequate personnel or trays to allow proper preparation of instruments, no immediate cleaning allowing ophthalmic viscoelastic device (ovd) and surgical solutions to dry on instruments, use of preserved medicines in the eye, reuse of tubing for flushing, latex bulbs for irrigation, lack of training, no terminal sterilization, instruments stored on towels, touching of intraocular lens (iol) or patient contact areas of instruments with gloved hands, off-label use of lidocaine gel, poor instrument maintenance, autoclave residue, rust, particulates, lint, use of powdered gloves, additives added to balanced salt solution against directions for use (dfu), improper use of prep solutions, detergents and cleaners, failure to follow manufacturer¿s directions for use including no air flush, use of unapproved enzymatic cleaners, use of postoperative ointment in clear corneal cases, povidone-iodine placed in the eye at the end of procedures, and incorrect concentration of detergents and enzymatic cleaners. The phacoemulsification systems are closed systems. They are operated with a sterile single-use consumable cassette designed to isolate the patient fluid path from the console itself. Any surgical instrumentation that would come into contact with the patient would be cleaned and autoclaved by the user prior to surgery, per standard industry practices and company directions for use (dfu). There is no evidence that the design or manufacturing of the system or phaco handpiece contributed to the reported event. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the available information and no materials returned for product evaluation, the root cause of this tass event is inconclusive. No further investigative or manufacturing actions are warranted at this time as there was no verification of product condition and no product-related factors contributing to the event. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information was provided in b.5, h.2 and h.11. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
Additional information confirmed that the fibrin had resolved, and her vision (best corrected visual acuity) had improved to 20/40. The physician confirmed that the patient was doing well.